Manufacturer narrative:
Product analysis: analysis information -- 2019-03-01 11:45:54 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing: product ID 3093-33, lot# va0mp8b, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead; product ID: 3093-33, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead; product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-33, lot# va0mp8b, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 3093-33, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 15-aug-2018, UDI#: (B)(4); product ID: 3093-33, serial/lot #: unknown, ubd: 15-aug-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received patient reported that the ins was no longer working. It was further stated by the health care professional that the ins battery was dead and the plan was to explant the left system and replace the right system. During replacement procedure it was noted that neither existing leads were located in the desired location. The left system was explanted. The right system was explanted and then replace with a new battery and a new leads. Stimulation was programmed post op and patient reported satisfaction and the issue was resolved. It was further stated by the health care professional that the lack of therapy was due to placement issues. No further complications were noted or anticipated.

Manufacturer narrative:
Product ID 3093-33, lot# va0mp8b, implanted: (B)(6) 2014, explanted: (B)(6)2 018, product type: lead. Product ID 3093-33, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated, as previously reported, some of the serial numbers involved are unknown. The patient had bilateral interstim systems removed and prior device registration from her past appears to be incomplete. All explanted devices were returned to medtronic at the time of the case.